Event description:
Boston scientific received information that the patient implanted with this device system suffered from twiddler's syndrome. A ventricular tachycardia (vt) episode was stored, which were believed to be premature ventricular contractions (pvcs), as a result of the twiddling. A revision procedure was performed and this lead was explanted and replaced without complication. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time, the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.